Event description:
Report received of seld delivery. The customer contact stated that device was returned to central supply with a note that stated" the device is giving meds without being pushed. No pt was involved." No specific pump programming or event details were available. There were no reported adverse pt events while in clinical use. Though requested, no further info was available.